Event description:
Per the homecare provider, the pt has enamel breakdown or their teeth as a result of using their CPAP device. The pt has reportedly been using the device since the year 2000 with no previously reported problems. CPAP devices are intended to provide nasal continuous airway pressure for the treatment of obstructive sleep apnea. It is also reported by the pt that both a doctor and dentist confirmed this claim, however attempts to retrieve additional info have been unsuccessful.